Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury .this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old female patient was implanted with an impella cp for mechanical circulatory support. During support, it was reported that the physician was to restart heparin in the purge once bleeding subsided. In addition, disseminated intravascular coagulation (dic) panel for suspected heparin induced thrombocytopenia (hit) was noted. Patient's hemoglobin dropped to 5, therefore, blood was given to the patient. There were also concerns with device suction and alarm impella in aorta. The patient was successfully weaned and the impella was explanted.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.